Event description:
This is a spontaneous case report received from a physician in united states on 22-dec-2015. It refers to an adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted in 2012, for contraception. Additional information was received on 23-dec-2015. Two years after placement, patient became pregnant. She did not follow up with the hysterosalpingogram. She miscarried in 2014 about (B)(6) weeks pregnant. An x-ray was done, and it showed the left coil was in place, but the right one was sitting in the abdomen. Patient wanted to remove it. It was done laparoscopically. During the removal, the right coil was on top of the uterus unlike what was shown in the x-ray. Patient wants to have a hysterectomy which is scheduled for (B)(6) 2015. Follow-up information received on 29-dec-2015: no new clinical information. Follow-up information received on 05-jan-2016: hcp (health care professional) stated that he had removed the patient's uterus. Company causality comment: this spontaneous medically confirmed report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant two years later. She miscarried about (B)(6) weeks pregnant. X-ray showed the right coil was sitting in the abdomen, laparoscopy was done for removal and during surgery, it was found that the coil was on top of the uterus. After an unspecified time, physician removed the patients uterus. Events became pregnant, right coil was sitting in the abdomen/on top of the uterus (interpreted as device dislocation), and removed the patients uterus are listed in the reference safety information for essure. The other event is unlisted. In this case, patient did not follow up with the hysterosalpingogram, and later it was found that the right coil was not in place. Although pregnancy may be considered rather a consequence of non-compliant use, and the device dislocation could also have a contributory role, since the pregnancy occurred 2 years after essure insertion, a causal relationship between essure and the pregnancy cannot be excluded. The exact cause of the miscarriage was not reported. However, considering that the pregnancy was at (B)(6) weeks, a mechanical interference between essure and the developing pregnancy cannot be totally excluded, therefore this event was considered related to the suspect insert. During essure therapy there is a risk that the device could move out of fallopian tubes. Given the nature of the event the right coil was sitting in the abdomen/on top of the uterus, causality with essure cannot be excluded. The exact reason why physician removed the patients uterus was not specified; the dislocated essure seems to have been removed during the previous laparoscopy. Given the limited information provided, causality with essure cannot be assessed at the moment. This case was regarded as incident since a serious injury was reported (miscarriage) and a surgical intervention was required. Technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 03-mar-2016: product technical complaint (ptc) investigation and final assessment were received: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events and lack of efficacy are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this spontaneous medically confirmed report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant two years later. She miscarried about 20 weeks pregnant. According to follow up information, the right coil was in correct position and left coil was found to be embedded in uterine fundus covered by serosa. Therefore, the previous reported event the right coil was sitting in the abdomen/ on top of the uterus / coil appeared to be free floating was deleted. It was also reported that salpingectomy and hysterectomy in order to remove left coil were performed, therefore previously reported event removed the patients uterus was deleted. Became pregnant, left coil was found to be embedded in uterine fundus covered by serosa (interpreted as embedded device) are listed in the reference safety information for essure. The other event is unlisted. In this case patient did not follow up with the hsg (hysterosalpingogram) after essure insertion. About 3 years later she underwent a hsg which showed unilateral perforation of uterus. Although pregnancy may be considered rather a consequence of non-compliant use, and the embedded device could also have a contributory role, since the pregnancy occurred 2 years after essure insertion, causal relationship between essure and the pregnancy cannot be excluded. The exact cause of the miscarriage was not reported. However, since the pregnancy was at 20 weeks, a mechanical interference between essure and the developing pregnancy cannot be totally excluded, therefore this event was considered related to the suspect insert. Given the nature of the event left coil was found to be embedded in uterine fundus covered by serosa, causality with essure cannot be excluded. This case was regarded as incident since a serious injury was reported (miscarriage) and a surgical intervention was performed. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Follow-up received on 19-jan-2016 and additional information received on 22-jan-2016 (questionnaire uterine / tubal perforation with essure and questionnaire for pregnancy under essure were received): patient was (B)(6), gravida 4, para 3, 1 spontaneous abortion. No previous gynecological interventions. Last delivery was not a cesarean section. In 2012 she had essure inserted. No complaints immediately after insertion. On (B)(6) 2015 she had a hysterosalpingogram performed that showed unilateral perforation of uterus. Left coil was in uterine fundus covered by serosa, not in fallopian tube. It appeared intra-abdominal above left tube, but on laparoscopy was found to be embedded in uterine fundus. It was also reported that coil appeared to be free floating. Right coil was in correct position. She presented with no symptoms. She experienced a (B)(6) spontaneous abortion in 2014. On (B)(6) 2015 patient had a salpingectomy performed. She also desired removal of uterus to remove left coil so hysterectomy was done on (B)(6) 2015. No signs of inflammation or infection in the pathology. Patient was recovering.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.